Manufacturer narrative:
On 2-mar-2026, additional information was received indicating the patient fully recovered, however, had 1 day extra in the hospital with documentation of small pericardial effusion 8mm, discharged without complaints and in sinus rhythm. The physician's opinion on the cause of the adverse event was high contact force during 2 applications on the posterior wall - roof region during linear ablation (very variable between 4g and 120g due to movement of the heart). Patient had pulmonary vein isolation (pvi) + extensive substrate ablation (posterior box, roofline, anterior mitral line through large anterior scar with macro reëntry atrial flutter). The event occurred at the end of the ablation phase, they were able to finish the anterior mitral line with complete block and termination of the left atrial flutter. Activated clotting time (act) before the procedure was less than 100 seconds and the procedural act during the procedure was between 270 and 370 sec. 88 ablation were performed in total, all radiofrequency (rf) ablations and all outside of the pulmonary veins. There is no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 20-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch and the patient experienced cardiac tamponade that required pericardiocentesis. Tamponade occurred during procedure. Pericardiocentesis was performed and patient was taken into or (operating room) because of the tamponade and for safety reasons to do the pericardiocentesis to stop the bleeding, no surgical intervention was needed. According to the bwi representative, they removed the sheaths in the operating room and the bleeding was stopped.